Event description:
The reporter stated that the device doesn't infuse the correct amount. There was no patient injury or treatment associated with this event. During the evaluation, it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint of the device not infusing the correct amount could not be verified. The device delivered without any alarms or problems. During evaluation the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.